Event description:
Bovie burnt the skin.

Manufacturer narrative:
It was reported by the customer contact that, the bovie burnt the skin. It was reported that due to this, "the incision had to be cut out a little more than usual to remove the burned area". No additional medical intervention or injury was reported related to the incident. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.